Manufacturer narrative:
Follow-up # 1 ¿ (07/22/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/17/2013 and 7/16/2013, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to be meant for one country and sold in another. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2013, alleging the test strip vial had (B)(4) writing on it. There was no unusual writing or any other issues reported with the meter or any other products. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.